Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that 5 cds that the site had burned on separate patients were tried and all the exam images came over blank. The site re-burned the disk and then the images transferred. The system then passed the system checkout and was found to be fully functional. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after replacing the computer under a previous case, the exams were now loading as black 2d images and square 3d models. The medtronic representative (mr) tried 4 exams from the hospital that worked prior to the computer replacement and all had the same results. The exams loaded with a non-contiguous error and showed a slice count but the 2d quadrants were blank. The spacing is 1.2 and the thickness was 0. The mr tried to level and width the 2d images but no anatomy was visible. The quadrants went from black to white. He was loading the exam via unstructured (alternate module). The standard gave a disc format error. Lines were added to the overrides file, but there was no change. It was confirmed that the cd drive cable was fully seated, but the mr mentioned that it felt a bit looser than the last computer. The mr tried a CT test from another account and it loaded successfully. The mr tried 6 more discs from the site and one successfully loaded. Exams are burned by a third party and the mr discovered they have a history of burning in the wrong format. He followed up with them to reiterate the proper procedure. After re-burning the exam, this disc loaded successfully. There was no patient present when this issue was identified.

Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.